Event description:
It is reported that there was very little evidence of bone or tissue in-growth on the porous surface of the femur. The surgeon chose not to revise the pt, and he put a brace and non-weight bearing restrictions on the pt. The situation reportedly resolved itself. The device remains implanted. Implant date is unk.

Manufacturer narrative:
Eval summary: cause of loosening could not be determined due to insufficient info. No product or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.